Event description:
The customer called for help with her contour meter. She received a high control result while troubleshooting, but the result did not meet the criteria to be reported. The customer returned her tests strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 127 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.